Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block. Coronary artery imaging was taken, and it was noticed that the artery was clogged by air. The remainder of the procedure was aborted, and the air was collected. The investigational analysis completed 8/21/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and and suffered atrioventricular (av) heart block. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: pc-000473104.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 6/11/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Report 2029046-2019-03297 is related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block. After approaching the left atrium (la), heart block (av) suddenly occurred, and the st segment was elevated. Coronary artery imaging was taken, and it was noticed that the artery was clogged by air. The remainder of the procedure was aborted, and the air was collected. The patient¿s consciousness was unstable during the case, but when leaving the room, the patient¿s pulse and consciousness were stable. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician commented that there was a high possibility that the air has entered when inserting the sheath into la.